Event description:
Unomedical reference number (B)(4). Event occurred in czech republic on 20-april-2024, it was reported by the patient that he was hospitalized due to hypoglycemia. Blood glucose at the time of hospitalization was 2.1 mmol/l. To increase the blood glucose level he was treated with the glucagon. Patient was hospitalized on (B)(6) 2024 and still he was in hospital. No further information was available